Event description:
It was reported that during a left-sided idiopathic ventricular tachycardia case (performed on (B)(6) 2014), the physician induced ventricular tachycardia and the patient went into a ventricular tachycardia storm. The customer reported that they attempted to shock the patient but the patient became hemodynamically unstable. The patient underwent respiratory arrest. The patient was reported to be intubated in the ICU and in stable condition. The patient expired on (B)(6) 2014. The physician stated this was an incident due to the hemodynamically unstable ventricular tachycardia that the patient was purposefully induced into and it may be a hypoxia and not an equipment procedural related event and the patient ¿s family withdrew life support due to inactive brain activity. There is no autopsy report available at this time.

Manufacturer narrative:
The following bwi devices were in use: carto 3 (s/n unknown), stockert (s/n unknown), cool flow pump (s/n unknown), soundstar eco catheter (catalog and lot number unknown), webster cs bidirectional catheter (catalog and lot number unknown), and a webster quadrapolar fixed catheter (catalog and lot number unknown). Manufacturer ref # (B)(4).